Event description:
It was reported that the lead was explanted due to an insulation break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasion 13 to 15.5 cm from the connector pin. The etfe coatings of the df-1 svc cables were also abraded. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
The lead was capped and replaced.